Manufacturer narrative:
Device not avail.able; reported by patient.

Event description:
Patient had cheek enhancement surgery on (B)(6) 2014. Surgeon used (B)(4), lot #232653 and 232753. Patient noted the endotine's snapped in the first week and has reportedly been to multiple doctors several times. 18 months post-surgery, patient is still in pain. Microaire was made aware of the incident on (B)(6) 2016 and our investigation began.